Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found kink and scratches inside the biopsy channel and crack on both light guide lenses. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during pre-biopsy there was a blockage in the channel of the evis exera iii colonvideoscope. There were no reports of patient harm.